Manufacturer narrative:
The device could not be evaluated and was discarded because it was broken glass that had blood and monomer on it.

Event description:
It was reported that during life testing at the MFR of a cement mixer, the lab tech cut his finger while opening the monomer vial. The vessel fractured causing the cut which required 2 stitches.